Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 23, 2025, was filed inadvertently. No sedation or serious injury has occurred.

Event description:
Per the clinic, the patient experienced lack of progress in developing spoken language. Subsequently, the patient was placed under sedation (type and date not reported) for a programming session. The implanted device remains.